Manufacturer narrative:
A field service engineer (fse) was dispatched and verified the instrument. Results met published performance specifications. A clear root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high eosinophils (eos), >65%, generated by the two coulter lh 750 analyzers for one patient. Manual differential review showed either no eos or few eos when compared to results from the lh 750 instrument. Instrument and manual differential results were not provided. The erroneous results were not reported out of the lab. There was no affect to patient treatment.